Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® brand sst ii advance tubes containing silica and gel had molding defects described as bent tubes. No serious injury or medical intervention was reported.

Event description:
It was reported that six bd vacutainer® brand sst ii advance tubes containing silica and gel had molding defects described as bent tubes. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: describe event or problem: it was reported that six bd vacutainer® brand sst ii advance tubes containing silica and gel had molding defects described as bent tubes. No serious injury or medical intervention was reported. Additional information: a photo was received that indicates the customer had observed the stopper being bent or cocked as opposed to the tube themselves. The investigation has therefore been updated to reflect the stopper issue and that it was also observed with retention samples. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and it was determined that the stoppers were cocked on the tube. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, and the stopper being cocked was also observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples and customer photos, a cocked stopper was observed. Root cause description: the root cause was attributed to a potential manufacturing incident. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and it was determined that the tubes were bowed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no bowed tubes were evident. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples and customer photos, a bowed tube was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that six bd vacutainer® brand sst ii advance tubes containing silica and gel had molding defects described as bent tubes. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bowed or bent tubes with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to the indicated failure mode as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for bowed or bent tubes with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer brand sst ii advance tubes containing silica and gel had molding defects described as bent tubes. No serious injury or medical intervention was reported.